Event description:
Patient presented to the physician with the ipg moving in the pocket and causing pain. Physician brought the patient into the operating room, re-sutured the ipg, and closed the site.